Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit could not zero pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings, component codes and investigation conclusions). Additional point of contact: contact person name:(B)(6) , contact department: biomed. Fse attempted touch screen calibration and still could not zero pressure after touch screen calibration.so ,fse replaced touch screen assembly and that did not resolve issue. Fse replaced display monitor to video gen board and that resolved the issue. So fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use and was returned to the customer. The defective components were received for further investigation. These parts were received with a reported unit failure message of zero pressure button was not registering and touch screen calibration did not work. Performed visual inspection of all parts received and parts looks to be in good condition. So ,installed the display kit into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department verified the failure of touch screen calibration and zero pressure button not working. Display monitor to video gen board failed testing. So, they sending the following board to the supplier for failure analysis as per procedure 0002-07-d008 rev al. Display kit ,so retaining the following board in the fat dept. As per procedure 0002-07-d008 rev al. Display kit no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.